Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an instance where patient experienced multiple high ambient light alerts leading to sensor removal and replacement.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints.the RMA was authorized but not received so no further confirmation or investigation of the complaint is possible. However, per dms sensor 125959 is still in use as of (B)(6) 2020, operating normally in daily calibration phase.